Event description:
The customer reported that they believed they delivered four shocks to a pt but the event summary showed that two shocks were delivered. There was no impact to the pt who was converted from ventricular fibrillation to a perfusing rhythm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.